Manufacturer narrative:
(B)(4). Based on information provided, it cannot be determined that the alleged fungal infection is related to the activ.a.c.¿ therapy system. The nurse could not determine that the infection was related to activ.a.c.¿ therapy and confirmed no technical issues occurred with activ.a.c.¿ therapy. The patient discontinued activ.a.c.¿ therapy on (B)(6) 2019 as therapy goal achieved- adequate granulation tissue formation. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions. The v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On (B)(6) 2019, the following information was reported to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy system was currently off allegedly due to a periwound yeast infection with redness and itching. On (B)(6) 2019, the following information was reported to kci by the nurse: the patient experienced a "yeast-like" periwound infection that was treated with antifungal cream that has improved. The nurse could not determine if the infection was related to activ.a.c.¿ therapy but confirmed no technical issues occurred with activ.a.c.¿ therapy. Per review of kci records, on (B)(6) 2019, the patient was discontinued from activ.a.c.¿ therapy as therapy goal achieved- adequate granulation tissue formation. A device history review of v.a.c.® granufoam¿ dressing lot number 6018881v007 determined that all end release testing of product and packaging met specifications. On (B)(6) 2019, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.